Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical devices were not ruptured but were actually intact upon removal. Mentor also became aware that the correct date of explantation was (B)(6) 2019. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/15/2019, mentor became aware that the devices cannot be returned due to the implants being ruptured and completely encapsulated and were unable to be decontaminated. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with two 250cc mentor memorygel breast implants, suffered bilateral implant ruptures and bilateral capsular contracture; baker grade IV, post-operatively. Mammogram confirmed the bilateral ruptures. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.